Event description:
New information received notes that the patient's right ventricular lead was capped and replaced on (B)(6) 2021. There were no patient consequences and the patient was stable.

Event description:
Related manufacturer reference number: 2017865-2021-36722. It was reported that the patient presented in clinic for a routine device check. It was noted that the patient had noise on their right atrial (ra) lead and right ventricular (rv) lead. It was also noted that the noise on rv lead resulted in oversensing and pacing inhibition. The noise was not reproducible via isometric exercises on either lead. The ra will continue to be monitored while programming change was performed to address the issue of rv lead. The patient had no symptoms related to the issue and was in stable condition.